Event description:
It was reported that during implant of a bifurcated device, and infrarenal aortic extension the wire came back, and was somewhat readvanced. Reportedly, it was thought the wire didn't come back down into main body, when placing the proximal extension didn't look right and wasn't conforming to the main body. The cuff might have been under a strut. Physician elected to balloon and it didn't resolve. He then placed a palmaz stent, and that corrected the situation. The patient doing fine.

Manufacturer narrative:
Based upon the investigation findings, the reported event of cuff not conforming to the main body (a cuff deployment in between the fabric and the strut cage) has been confirmed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. Based upon the investigation findings, an exact root cause could not be determined based upon available information. Product use was incongruent with the IFU due to: same diameter size of the cuff and main body; vessel access less than 6.5 mm; and, bilateral iliac artery diameters less than 1.0 cm.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.